Manufacturer narrative:
The associated visionaire cutting block kit was not returned for evaluation. Our investigation including an engineering evaluation by our visionaire team revealed that the femoral component was incorrectly rotated by 3 degrees. A possible hypoplastic medical condyle could have been a contributing factor. However, no root cause could be found for the sizing portion of the complaint. The femur was sized according to visionaire standards. Corrective actions have been implemented to help eliminate this issue from recurrence. The visionaire team has taken steps to ensure that all surgeon preferences are met going forward. No further actions are being taken at this time. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a sizing and femoral rotation discrepancy was identified during a total knee using a visionaire cutting block. The visionaire plan was determined to be a 7 femur and 5 tibia. Once the distal femur was resected and sz 7 4 in 1 femoral block was visualized on bone it was apparent the sizing was off. At this point dr. Snyder observed the femoral rotation to be too external as well. To correct this we used standard instrumentation to size the femur to size 6, and also adjusted the rotation approx. 3-4 degrees internal. The patient was not harmed or surgery delayed since all instrumentation and implants were available. Hospital threw blocks in trash, so nothing is available to return for review.